Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer (child) obtained a 'lo' message (readings less than 40 mg/dl) as compared to a reading of 265 mg/dl obtained on the built in-reader. The customer did not experience any glycemic symptoms however was treated with sugar and cake by a third-party. Approximately five hours later, a sensor reading of 58 mg/dl was obtained in comparison to a reading of 435 mg/dl on the built-in reader and the customer was treated with "3 ui insulin correction on pump" and insulin patch by his/her father. The results were plotted in a parkes error calculator and fell into the ¿d¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.